Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), that was implanted approximately 2 weeks earlier, was measuring out-of-range shock impedances. There was no noise observed with pocket manipulation, stretching, reaching, pulling, or other measures. All other lead measurements were normal.